Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that reprogramming was performed in order to resolve the patient's loss of stimulation and therapy on their right side, as well as the sudden strong stimulation after the adjustment. The issue was resolved at the time of this report. The cause of these issues was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of stimulation and therapy on their right side. They adjust their stimulation to 3 and didn't feel anything and then all of a sudden they felt it and it was way too strong. These issues started suddenly about 2 weeks prior to the report. There was no trauma or falls associated with this event. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.